Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, the tip is observed to be detached from the syringe, remaining in the luer of the mating component. There is no visible damage to indicate why the breakage occurred. A device history review was performed for reported lot 2408024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Functional testing was performed, connecting and disconnecting the syringes to a mating luer. In all cases the syringe could connect without issue and no tip breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. No issues related to the reported incident were found. Based on our investigation and given the device records did not identify any failures related to this incident; we are not able to determine a root cause related to our manufacturing process at this time. It is likely the tip broke due to force used the engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
Description/event details: when the consultant connected the syringe to the safe-t-centesis (pig1260k; lot 0001455198) device the luer lock broke off in the safe-t-centesis connector. The pleural aspiration procedure was then unable to be completed. During use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.